Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by the patient connecting the patient line extension set to the patient line following the priming phase of peritoneal dialysis therapy. This resulted in an incomplete prime of the patient line extension set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during an unspecified stage of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the extension set was added to the patient line after the patient line had already been primed. The technical service representative assisted the patient with ending therapy. Proper procedures were reviewed and the patient planned to start therapy over using new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.